Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro insulation was peeling from the jaw. This was noted when the device was inside the pt's tunnel. The device was removed with the insulation still attached to the jaw. There was no piece broken off and there was no retrieval required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was cracked and peeling off the curved metal jaw. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B) (4).